Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received lioresal (500mcg/ml, 80.22mcg/day, unknown lot number) in an implantable pump for intractable spasticity. The patient was not taking any concomitant medications for spasticity. The infusion system was explanted due to post-operative infection an the pump pocket. The date of infection onset, type of infection, and medication given was unknown. There were no environmental, external, or patient factors which may have contributed to the event. It was unknown what diagnostics were performed. The pump was implanted on (B)(6) 2016. The pump was explanted on an unknown date (device registry listed the system removed as of (B)(6) 2016). The infection resolved and the patient was scheduled for re-implant on (B)(6) 2016. The patient was being managed with oral medication in the interim. The patient's status at the time of the event was stated to be alive with no injury. The event was considered resolved as of (B)(6) 2016. Allergies: levaquin, neosporin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.